Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2015-; 439878 lead, implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead dislodged three days after implant. A lead revision was performed and the lead remains in use. No patient complications have been reported as a result of this event. Patient is enrolled in adapt response clinical study.